Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, the distal tip of the implant was left in the patient, other parts were removed and discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l32117), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an unknown procedure the 4.9mm healx adv sp biocomposite anchor broke. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device was discarded by the staff. Additional information provided by the affiliate reported the distal tip of the implant was left in the patient and a majority of the anchor body was removed. It was also reported a surgical delay occurred due to repairing the cuff for a second time but additional surgical intervention was not required.